Event description:
A discordant advia 120 hemaglobin ( hgb) result was obtained on a patient sample. The result was reported to the physician. The laboratory repeated the sample and a new sample was redrawn and tested. The corrected result was reported to the physician. The nursing home patient was sent to the hospital. There are no known reports of adverse health consequences due to the discordant hgb result.

Manufacturer narrative:
A siemens field service engineer ( fse) evaluated the advia 120 instrument and instrument data. The fse flushed all the pathways. Replaced the rbc sample syringe and the flowcell tubing, refocused the laser with optipoint and adjusted the gains accordingly, ran qc. The system is operational. No further evaluation of device is required.